Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 582 mg/dl. The customer blood glucose was 582 mg/dl. The customer reported that the pump had no delivery and bent cannulas. The customer had declined troubleshoot for high blood glucose and customer had recalled infusion sets. The customer also reports that she hasn't been able to eat. The product was returned for analysis.